Event description:
It was reported that at 80,498 joules during a prostate procedure, the metal cap of the surgical fiber was observed to rotate independently on the fiber tip which did not allow the laser to fire. The procedure was completed using a second fiber. Patient outcome: "the patient is in good condition".

Manufacturer narrative:
The component codes for fiber and cap refer to the results code for thermal problem. Fiber analysis: the fiber was found to have a circumferential fracture of the glass cap, distal to the fiber/cap fusion zone; the fiber proximal to the fracture was found to rotate independently of the metal cap. The metal cap was also found to exhibit detritus. Both caps remain intact and attached. The identified issues may activate the laser systems fiberlife function which will modulate the power showing a pulsing beam or the system will revert to standby mode. The circumferential fracture issue may also result in a forward-firing condition of the side-firing surgical fiber. The most probable root cause of the device issue was determined to be localized heat accumulation/user handling, due to anatomical/procedural factors encountered during the procedure.